Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if the patient was hospitalized at the time of death. It was unknown if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.